Manufacturer narrative:
Final device analysis results revealed hybrid lock-up (MRI not indicated).

Event description:
The device was returned to the manufacturer due to power on reset message. The device repeatedly returned to factory settings and turned off.